Event description:
Bought equate flexible fabric bandages antibacterial x-large, from walmart on (B)(6) 2024 I wore one overnight on my cheek/chin. When I woke up on (B)(6) 2024 I had redness and textured skin. After an hour I looked in the mirror again and saw welts, clear puss, puffiness in my face, and more red irritation. All in the exact place and shape of the bandage. I slept with three other bandages on my body, in various places, my face is the worst but all of them have red irritation in the shape of the bandages. About three hours after I woke up it's puffy, red, leaking clear puss, bubbled up and yellow, and feels very raw to the touch. It burns with or without touching it. I have tried washing my face with lukewarm water and antibacterial soap, and it's only gotten more painful.